Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient felt a full body jolt twice towards the vibration box of the belt, lost consciousness, and fell and hit their head, causing a mild concussion and wound on the head. Outcome of the concussion and wound is unknown.

Manufacturer narrative:
Not applicable.